Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they found air past the filter. They stated that the filter seemed to be accumulating air and that the air could then be seen in the downstream tubing. Mmdg did follow up with the initial reporter and they stated that the sets were primed correctly. There was no harm to the patient reported due to the complaint. No other information was provided. (B)(4)

Event description:
The initial reporter stated that they found air past the filter. They stated that the filter seemed to be accumulating air and that the air could then be seen in the downstream tubing. Mmdg did follow up with the initial reporter and they stated that the sets were primed correctly. There was no harm to the patient reported due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation, but two unused devices from the same lot were returned and evaluated. A DHR review was completed and no non-conformances were found. When these were returned to mmdg for investigation, they operated as expected. Mmdg could not replicate or confirm the reported complaint.